Event description:
It was reported that the device would not circulate the water. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design as pin gauge 0.0375 will not fit into 4 of 6 sample parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.